Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported right side rupture confirmed via ultrasound.device has been explanted and replaced.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as fold flaw opening. Additional observations: observed 40 mm dark patch edge material inside gel device. Crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.